Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection. The patient was given antibiotics and remains under medical supervision. The physician noted the infection has not been confirmed and that the patient is being treated prophylactically.